Manufacturer narrative:
Submit date: 30-may-2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the tubing set broke while running feed.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample was received for evaluation. An evaluation was performed and there were no detachments found on the sample. The reported issue could not be confirmed. Because the reported issue could not be confirmed, a root cause could not be determined. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.